Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion. The device will be explanted when it reaches the elective replacement indicator. No patient symptoms were reported.